Event description:
It was reported in a service report that the fowler section of the cot was drifting when weight was applied. Additionally, there is a potential safety risk associated with the fowler cylinder leaking as this may cause the operator to slip. No adverse consequences were reported.

Manufacturer narrative:
Leak.